Manufacturer narrative:
A specific root cause could not be identified. Based on the information provided, the customer was not centrifuging samples for an appropriate length of time and also centrifuging the samples with a g-force that is too high. This is a possible cause for this event. The patient was not affected.

Event description:
Customer reportedly obtained results of 385mg/dl and 130mg/dl on the advantage system within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.

Event description:
Customer received erroneous troponin t results for one patient sample. Initial troponin t result was 0.204 ng/ml. The result was accompanied by a data flag indicating result was above expected value range. The sample was manually repeated (on same analyzer), which was the policy for high troponin t results at this account. The first repeat was <0.010 and second repeat was 0.011 ng/ml. According to the customer, no troponin t result was released, patient was not affected. Troponin t reagent lot # was 157219. The field service representative did not find a cause. No remedial actions were taken. Performance tests were performed which were acceptable.